Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 was unable to be used due to the tips splitting. It appeared to be intact and working when initially opened but was soon discovered that the nerve hook part had split causing only one side to come out. No parts fell in patient. It was caught early on and no harm was done to the patient. A new system was opened and used with no issues. There was no delay. Photos provided by complainant show the device with evidence of blood and a broken c-ring.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/30/2024. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted down the center of the c-ring. One arm of the c-ring was extended and the plastic arm of the c-ring was observed to be retracted inside the cannula tip. No other visual defects were observed. An investigation was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed on the harvesting device. No further testing of the harvesting device was conducted due to the condition of the heater wire. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the photographic evaluation as well as the evaluation results, the reported failure "break; c-ring" was confirmed and the analyzed failure "material twisted/ bent wire" was observed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: UDI#, d4 exp date. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted down the center of the c-ring. One arm of the c-ring was extended and the plastic arm of the c-ring was observed to be retracted inside the cannula tip. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break; c-ring" was confirmed. The lot # 3000416011 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.